Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 13-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 26.40309 mcg/day, bupivacaine 20 mg for a total dose of 2.64031 mg/day, and clonidine 300 mcg for a total dose of 39.60464 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient was admitted to the hospital with increased back pain. Ketorolac was administered. On (B)(6) 2019 the pump was programmed where the intrathecal (it) rate was increased and a catheter access port (cap) dye study was ordered. On (B)(6) 2019 they were unable to aspirate fluid from the catheter during a cap dye study and the cap study revealed a catheter occlusion. The plan was for a catheter revision. On (B)(6) 2019 the entire catheter was explanted and replaced. The device disposition was returned to manufacturer. During the scheduled catheter revision, surgical observation revealed a catheter kink at the nose of the anchor. The event required in-patient or prolonged hospitalization. The outcome of the event was resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion and catheter kink and the clinical diagnosis was exacerbated back pain. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.